Manufacturer narrative:
This is a correction to the initial report submitted august 3, 2015, the 'date received by manufacturer" has been updated from 06/06/2015 to the correct date of 07/06/2015. (B)(4).

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5042314) in united states on 06-jul-2015 who had essure (fallopian tube occlusion insert), lot numbers b04948 and 1365832, inserted on (B)(6) 2013. Consumer reported that she has had chronic pain in her abdomen, fatigue and swollen abdomen. Ultrasound showed her device migrated into her uterus and, according to consumer, she was having a full hysterectomy to remove the devices at the day of the report (explant date: (B)(6) 2015). Follow-up received on 15-jul-2015: product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint and was initiated due to a request for confirmation of quality. The bayer reference number for the ptc report is (B)(4). Final assessment: lot number: b04948; production date: feb-2013; expiration date: 29-feb-2016. Lot number 1365832 is invalid. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. 9 further ae case reports have been received to date in relation to the reported valid batch, of which (B)(4) cases refer also to similar types of adverse events. No unusual pattern could be identified. In addition, the ae case refers to the lot number 1365832, which is invalid according to the responsible quality unit (rqu). The batch documentation of the reported valid batch was reviewed. No complaint sample was provided for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report ( received via regulatory authority) refers to a female patient who had essure (fallopian tube occlusion insert) inserted and u/s showed her device migrated into her uterus. This event, seen as device dislocation, is serious due required intervention and medical importance and listed in the reference safety information for essure. During essure use, there is a risk that the device could migrate out of fallopian tubes. In this particular case, u/s showed that the device migrated into her uterus and she was having a full hysterectomy to remove the micro-inserts. Considering the nature of event, causality with essure use cannot be excluded and since an intervention was required this case is regarded as incident. Further information cannot be requested. Two batch numbers were reported. Batch number 1365832 was considered as invalid. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product.